Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless module had high latch error - overheat occurred in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11 the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. No component could be determined for causality however the battery cell module will be scrapped due to service process limitations and a new one will be sent to the customer. Should additional relevant information become available, a supplemental report will be submitted.